Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a exalt model d single use scope was being prepped for use in an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2021. During preparation for the procedure, it was noted that there were brown markings/splatter/spots inside the packing of the exalt model d scope packaging. A second exalt model d scope was inspected and used in the procedure. The procedure was completed with the second exalt model d scope. There were no patient complications reported as a result of this event.